Event description:
On (B)(6) 2012, the reporter called animas alleging that all of the keypad buttons have been unresponsive since being immersed in water. There is no further information available at this time. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
Follow-up #1 date of submission 06/26/2012 device evaluation: the pump has been returned and evaluated by product analysis on 05/30/2012 with the following findings: the bolus button was found to be slightly lifted. A damaged button will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as a damaged button should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The audible and vibratory alarms were found to be working appropriately. A leak test was performed and the battery compartment and bolus button were both found to be leaking. The display screen was found to be not functioning. A visual inspection confirmed moisture in the pump and moisture behind the display lens. The pump was opened and there was internal moisture and corrosion found on the display flex. The keypad testing was unable to be completed during investigation due to a non functioning display screen.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.